Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected pt/inr results on a (B)(6) year old male patient present with a hip fracture. There was no additional patient information available at the time of this report. Date: method: time: pt/inr: sample: (B)(6) 2013, I-stat, 14:38, 36.6/3.2, a. (B)(6) 2013, bcs, unk, 14.6/1.,4 a (same draw collected into a blue top tube). (B)(6) 2013, bcs, 15:28, 15.1/1.4, a (repeat was done 30 minutes later on the same draw collected into a blue top tube). Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
Apoc incident # (B)(4). An investigation was completed on (B)(6) 2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.